Event description:
A report was received that the patients ipg was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.